Manufacturer narrative:
(B)(4). UDI # n/a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01745. Not returned to manufacturer.

Event description:
It has been reported that during reverse revision shoulder arthroplasty, while reducing the humeral stem and poly, the glenosphere disassociated from the baseplate. No additional patient consequences were reported.

Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.